Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial implant procedure on (B)(6) 2017, was aborted due to difficulties maneuvering leads in the epidural space. The patient has been diagnosed with scoliosis. The physician decided to refer patient to surgeon for paddle lead placement.